Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, the device was unable to be interrogated due to premature battery depletion. The patient is not pacing dependent. The device was explanted and replaced. The patient was ambulatory and appropriate for age.

Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.